Event description:
The user facility reported that during a diagnostic colonoscopy, the users successfully deployed a polyloop at the base of a gastric polyp. However, when they attempted to deploy a second polyloop above the first, the second device failed to deploy, and reportedly became stuck to the polyp. The users reportedly then attempted to release the device by disassembling the handle, and by other measures including use of a loop cutter and argon beam laser without success. Due to concerns regarding the pt's ability to coagulate, the physician elected to leave the device in place, and route the wires through a nj tube, and allow the polyp to slough off. The pt remained in the hosp for five days, and was subsequently re-examined and the poly and polyloop removed. The pt was said to be fine following the procedure, and has been discharged.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation, as the users discarded the device. If further significant add'l info is obtained, the report will be supplemented. The cause of the user's report could not conclusively be determined at this time. This report is being submitted as a medical device report in an abundance of caution.